Event description:
A customer reported backflow while using a continuflo solution set with a sigma infusion pump. The solutions that were being infused were trastuzumab and saline. There was patient involvement, but no injury and/or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.